Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ICU nurse was unable to start therapy just returned from CT as the patient temperature (pt) section just reads dashes in an arctic sun device. Plugged into bedside monitor and patient temperature (pt) reads with no issues. Advised they need to swap out temperature cable. Nurse would contact biomed for another cable but was unsure if they have one.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause for the reported event is a failed temperature cable. Plugged into bedside monitor and patient temperature (pt) reads with no issues. Advised they need to swap out temperature cable. Nurse would contact biomed for another cable but was unsure if they have one. Per follow up information received via task on 13aug2025, it was reported that they were able to borrow a temperature cable from another device that was on the unit. After the replacement, the device displayed the temperature properly. The patient was able to complete therapy and no patient impact was reported. No sample is available. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions are needed. Correction- b, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ICU nurse was unable to start therapy just returned from CT as the patient temperature (pt) section just reads dashes in an arctic sun device. Plugged into bedside monitor and patient temperature (pt) reads with no issues. Advised they need to swap out temperature cable. Nurse would contact biomed for another cable but was unsure if they have one. Per follow up information received via task on 13aug2025, it was reported that they were able to borrow a temperature cable from another device that was on the unit. After the replacement, the device displayed the temperature properly. The patient was able to complete therapy and no patient impact was reported. No sample is available.